Manufacturer narrative:
The results, method and conclusion will be added in the final report.

Event description:
It was reported the patient¿s ipg would no longer communicate with external devices. The ipg displayed once the message ¿ipg has reached end of service¿. As a result, the patient may be awaiting surgical intervention.

Event description:
Additional information provided the patient underwent ipg replacement on (B)(6) 2019.